Event description:
It was reported that bd us cathena 24gx0.75in straight bc safety mechanism will not activate. It was reported by customer that the safety did not click, stating the ¿safety cover was not there¿, and that the IV catheter is supposed to click automatically to engage the safety. The safety mechanism is a passive system, meaning that when the nurse pulls back on the frosted part after inserting the IV into a patient, the needle retracts back into that frosted part. When fully out, the whole part disengages from the spring in the hub, creating a locked safety ¿covering¿ for the sharp end of the needle. Verbatim: rcc received a complaint via email. That upon removing the IV catheter, the safety did not click, stating the ¿safety cover was not there¿, and that the IV catheter is supposed to click automatically to engage the safety. The safety mechanism is a passive system, meaning that when the nurse pulls back on the frosted part after inserting the IV into a patient, the needle retracts back into that frosted part. When fully out, the whole part disengages from the spring in the hub, creating a locked safety ¿covering¿ for the sharp end of the needle. Manufacturer response for peripheral IV, bd cathena 24ga 0.75" (per site reporter).

Manufacturer narrative:
As no physical sample, lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.